Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor ¿had some liquid that didn't infuse over the 46 hour period¿. This was identified while in use on a patient. The infusor was being used to deliver 5-fu (fluorouracil). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.